Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h06: imdrf device code a1502 captures the reportable event of gel misplaced non- vascular. Imdrf patient code e1007 captures the reportable event of constipation. Imdrf patient code e1605 captures the reportable event of tenesmus.

Event description:
It was reported to boston scientific corporation that a spaceoar vue device was implanted during a spaceoar vue implant procedure on (B)(6) 2023. Fiducials were place prior the spaceoar injection. The procedure was performed under general anesthesia. It was noted the patient was very skinny and does not have a lot perirectal fat. During the procedure the needle went into the space easily. The space did not expand well during hydrodistention. However, the procedure appeared to go well. On (B)(6) 2023 a magnetic resonance imaging (MRI) was performed and showed the patient has low signal intensity hydrogel posterior to the prostate from the base to apex 7mm in thickness, but also a loculated curvilinear hypodensity, 9mm in thickness by 24mm in apex length, possibly along the anterior wall of the rectum. On (B)(6) 2023 the patient presented with rectal bleeding, constipation and bowel movement issues. The patient is on suboxone and stool softeners. The patient pain and constipation were reported as improve at time of this report.